Event description:
It was reported that during an open low anterior resection, only few staples were formed when the device was used on the rectum after the anus side of the rectum had been cut with ta45 (green). There were no staples on the tissue except a few b-formed shape staples. The donuts were formed properly and the target tissue was cut as intended. The washer was uncut but there was a trace of the knife. The purse string technique of the anvil side was performed with a purse string instrument. The target tissue was regular and the device clamped it properly. A click sound was heard when the anvil was attached. The indicator was the middle of the green zone at the firing. Although the firing handle was compressed until unable to fire further, a crunch was not heard. The surgeon who fired the device was female and she grasped the firing handle multiple times. When the device was removed, 4 counter-clockwise revolutions were used. Then, purse string technique was performed again and another cdh device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, a cut washer was received inside the casing. It is unknown to what instrument the washer belongs. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.